Event description:
It was reported that on (B)(6) 2012 the pump and catheter were replaced. It was reported that there was a mark that "looked like a burn mark on catheter" and that the catheter could not be aspirated. It was also reported that the patient was "not getting adequate relief". It was reported that the pump battery was "close to depletion"; therefore the pump was also replaced. The patient's outcome was reported as recovered without sequelae. The medications used were morphine and dilaudid 50mg/ml at a dose of 15mg/day.

Manufacturer narrative:
Product ID 8731sc, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type catheter. (B)(4). Only the catheter was returned for analysis. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the catheter found a catheter/catheter body compressed area due to patient anatomy, which possibly caused an occlusion. Also found was a catheter/catheter body dark residue occlusion in the dispensing holes; event related. As received, dark foreign material was seen in the most proximal of the dispensing holes. This same area was greatly discolored which resulted in a question as to whether the catheter had been "burnt" in this area. After decontamination, the discolored area was much lighter. This result indicates the discolored area was related to the drug used. Patency testing showed occlusions in segments 2 and 3 and is possibly related to the dark foreign seen in the most proximal dispensing hole. However, it was also noted that segment 3 has an area that appears to have been compressed. Segment 3 also has a minor kink in it along with an area where the catheter has been deformed in shape. Other minor observations include non-significant coring seen in the cup of the sc connector and the distal side strain relief shroud for the pin connector was not returned. Finally, a small piece of catheter remained attached to the distal side of the pin connector and appeared to match up with the proximal end of segment 3. This indicates the catheter was most likely torn at this point and it likely occurred during explant.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.